Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was blocking during planned coronary treatment and the treatment got aborted for 20 minutes. The field service engineer (fse) inspected the system onsite and confirmed that the system has defect in the host pc and hard disk spare part. To resolve the issue, fse replaced the defective part and restarted. The issue got resolved and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the allura system's host pc was restarting and that the system was locking after the restart. The system was in clinical use. No patient or user harm has been reported. A field service engineer (fse) replaced the host pc and hard disk and the system was returned to expected functionality.